Event description:
During a surgical procedure, the arkon anesthesia machine display unit displayed the yellow warning message "fresh gas mixture error." Gas controllers became non-responsive. The anesthesia machine had to be swapped out with a spare to complete the case. The faulty machine was removed from service until the gas bench was replaced/tested/cleared by biomed.